Event description:
The explanted generator and lead were received by the manufacturer. Generator product analysis was completed. The allegation of a low battery (intensified follow-up indicator, or ifi, = yes) was not duplicated in the product analysis, or pa, lab. At the completion of the fet, the battery measured 2.872 v, indicating an ifi = no condition. Per the internal generator data, the last greater than 25% change in impedance was on the date of explant and the pre- and post-change impedance values were high impedances. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. The lead product is still pending product analysis.

Event description:
Lead product analysis was completed. The alleged lead fracture was confirmed in the product analysis, or pa, lab. The portion of the lead containing the electrodes was not returned and, therefore, a complete evaluation could not be performed for the entire lead. Visual analysis of the returned 189 mm lead portion revealed that quadfilar coil 1 appeared to be broken approximately 65, 140, 145, and 147 mm from the end of the cut outer and inner tubing. Scanning electron microscopy, or sem identified the areas as having extensive pitting, preventing identification of the coil fracture type. Stimulation was believed to be present for a period of time as evidenced by the pitting. Abraded openings found in the outer tubing and the cut ends of the tubing likely provided the leakage path for the remnants of dried body fluids in the outer tubing. The abraded opening/torn in half inner tubing found on the connector ring inner tubing and the cut ends made during explant likely provided the leakage paths for the remnants of dried fluids found inside the inner tubing. For the observed connector pin inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explant. Setscrew marks were identified on the lead pin, indicating that a good mechanical and electrical connection was present at one point. With the exception of the observed discontinuities and abraded openings, the condition of the returned lead portions was consistent with those that typically exist following explant.

Event description:
It was reported that the patient was referred for full vns replacement surgery due to an ifi condition and high impedance. The patient underwent full vns replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.